Manufacturer narrative:
Concomitant medical product(s): shell catalog# 00620005022 lot 61342482; porous stem catalog: 735401102 lot: 61365664; bone screw catalog: 00625006540 lot: unknown; trilogy liner catalog: 006030505036 lot: 61358717. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02326, 0002648920-2016-00930, 0001822565-2016-02328, 2648920-2015-00207. Complaint sample was evaluated and the reported event was confirmed. Sem evaluation: the femoral head exhibits scratches to the articulating surface and dark debris in the conical taper. Eds semi-quantitative elemental analysis of the dark debris on the head taper revealed that it consisted of carbon, oxygen, calcium, phosphorous, titanium, sodium, and magnesium in the decreasing order of their respective weight percentages. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported the patient was revised due to pain. During the revision, it was noticed that the shell had loosened and there was no bone in-growth. A scanning electron microscope evaluation found corrosion present.